Event description:
Complainant alleged that the clinicians defibrillated a pt who was in cardiac arrest, once at 200 joules, and a second time at 300 joules. The clinicians then administered a third shock at 360 joules, but when the shock was delivered a small spark was observed. The clinicians also noticed a burning odor. The clinician then changed to the device paddles and continued pt treatment. The complainant indicated that subsequent to the pads being applied to the pt, CPR was performed on the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. In addition, the stat pads multi-function electrode package warns the user; "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns.